Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon torn at the I/c bond. Non uniform gouges on the flex tip. Engineering was able to remove the valve and no abnormalities were observed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on tension build up in the system due to valve alignment difficulty resulting in the reported balloon torn and withdrawal difficulty. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip, which is observed in the visual inspection section. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Additionally, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Tortuous patient anatomy could result in non-coaxial angles of withdrawal during system retrieval. It is possible that the non-coaxial withdrawal configuration may have resulted in the crimped thv or exposed balloon leg interacting with patient vasculature and causing the reported withdrawal difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve alignment, valve deployment and system removal. It should be noted that these mitigations are still in place. In this case, review of available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in the non-straight section, high valve alignment forces, excessive manipulation) contributed to the valve alignment difficulty and balloon torn while procedural factors (non-coaxial withdrawal, withdrawal of torn balloon/crimped valve) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during valve deployment of a 29 mm sapien 3 valve in the aortic position via carotid approach. A conduit was attached to the carotid artery and a little bit of resistance was noted when advancing the delivery system into the sheath. There was also valve alignment difficulty as it seemed that the balloon wasn't pulling back into the crimped valve. The balloon did not inflate and blood came back into the endoflator. During removal, the carotid artery was perforated. A surgical team had to repair the artery. The transcatheter aortic valve replacement (tavr) procedure was abandoned. The patient is in stable condition.